Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer filled tubing and insulin appeared to be delivering as expected. Customer is working with his health care professional on pump settings.